Manufacturer narrative:
Additional information: the ronyx25026x onyx stent that was damaged was implanted in the proximal lcx and not distal lcx as previously reported the balloon used to post dilate was a non- medtronic device no excessive force was used to remove post dilation balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review summary: four still angiographic images were received for analysis. An image shows the lesion in the proximal circumflex artery. An image shows the circumflex artery, possibly following pre dilation as the lesion appears to be more patent as shown by the path of contrast. The guide wire is visible in the distal vessel. A third image of the circumflex artery was provided, however the complaint device is not visible in the image. There were no images provided showing the balloon stuck on the stent or the reported stent deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary, drug eluting stent was used to treat a moderate tortuosity, moderate calcified, lesion exhibiting 90% stenosis in the distal circumflex (cx) artery. The device was inspected with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, excessive force was not used during delivery. Two other stents (no information available on these) were also used in the proximal lca and these were dilated first with no issues. It is reported that during the post dilation of the stent in the distal circumflex the balloon got stuck in the strut of the proximal end of the stent and the stent got deformed. Another stent had to be used to treat the lesion. Patient is alive with no further injury reported.